Manufacturer narrative:
Though still under investigation, varian has determined that an MDR is appropriate, as this malfunction, should it recur, could potentially result in serious injury. Additional follow-up to this MDR is expected upon completion of the investigation.

Event description:
The customer indicates that 2 competing plans had been created for a pt. The initial lao/rpo 3d plan had been copied and pasted. The energy for the rpo field had been changed from 6 to 25 mv in the competing plan. The plans had been saved. The customer was adding kv setup fields to one of the plans when eclipse crashed. The customer does not have a screen shot of the exact message, but indicates that it was a general database error. The customer says multiple instances of eclipse were not running. After they re-launched the application following the crash, the customer went to plan evaluation to show the physician the competing plans from which to choose for the pt's treatment. At this point, it was noted that the 3d dose statistics for both plans were exactly the same (though the beam energies were different for the two plans): upon further evaluation, the customer also noted that the mus for both plans (despite the fact that the energies displayed for the fields in the info window were different for the 2 plans) were also the same. The customer made another copy of the plan and forced re-calculation at which point, the dose distribution and mus updated.